Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 700cc silicone breast implant experienced bilateral capsular contractures left-sided grade iii, and grade ii on the right side postoperative. The issue was diagnosed through the patients¿ symptoms. As a result, patient underwent bilateral capsulotomy/capsulectomy and bilateral replacements with mentor silicone 800cc high profile breast implants. This report relates to the right prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).